Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion burette set was damaged and leaking. The following information was received by the initial reporter: nurse was doing hourly rounds when she noticed some fluids leaking from the medication bag. Called writer's attention and was found out that cytarabine is leaking from a crack in the buretrol. (Wasted 130 mls from the discard).will notify md and pharmacy so patient can complete the dose in am as this is their last dose. Manufacturer code/model: 2441-0007; serial or lot number: unknown; date of incident (yyyy-mm-dd): 2023-11-18.